Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - UDI number is not required for the reported device. Implanted date: device was not implanted. : explanted date: device was not explanted. Deformation problem is based off the actual device, 213 no failure detected is based off the retention samples. Operational context caused or contributed to event is based off the actual sample, and 71 no failure detected, device operated within specification is based off retention samples. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the safety cover was found at the cannula body, and the tip of the inner needle was not being covered. After cleaning and removing blood off from the safety-cover, a comparison between a normal and the obtained sample was observed. The safety cover found on the cannula body was first slid to the tip of the inner-needle for comparison. The obtained sample had a single part that was partially deformed and it became slightly misaligned from the tip-point. As a result of the deformation, the tip of the inner-needle was confirmed not to be shielded successfully. Simulation of five retention samples of the same lot was conducted. No anomalies were found. The manufacture inspection record was traced back and reviewed. No mechanical malfunction was noted on accuracy in safety-cover inspection system, or its auto-rejection feature. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." Dispose of the needle immediately into sharps containers". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device after a procedure. Follow up communication with the user facility reported the following information: the safety cover slid along the needle and it did not cover the needle-tip. After the inner-needle was withdrawn from patient, the used device was temporarily placed in an emesis basin to continue patient care. When all the disposals in the basin were gathered and scooped by both hands during cleaning, the safety-cover was found slid down along the needle and the exposed tip punctured one's hand. Meantime, proper activation of the safety-cover was unconfirmed when the healthcare practitioner withdrew the needle. The procedure was fully completed on the patient who was receiving treatment. Administration of the medical practitioner who incurred the needle stick was performed and was reported to be fine.